Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt like something was "pulling them down" and that they were not getting enough oxygen. The patient was concerned that their implantable pulse generator (ipg) was pacing too low. It was further reported by the patient that they experienced lightheaded and dizzy. They also feel a "shocking" when they have their ipg checked and feel that they have pressure on left hand side of their chest. The patient also stated that they are scared. They also feel that their ipg was pacing "really" fast. The ipg remains in use. No further patient complications have been reported as a result of this event.